Event description:
Reportedly, as the technologist was moving the tube ceiling suspension, the cover detached from the ceiling suspension and fell, striking the technologist on their head and hand. The technologist was examined in the ER and the reported info at this time indicates that the tech sustained a bump on their head and a bruise on their hand. However these injuries were not considered serious.